Event description:
Procedure type: sleeve gastrectomy. According to the reporter: trocar seal ripped with normal usage during sleeve gastrectomy. No part of the seal fell into the pt or disengaged.

Manufacturer narrative:
(B)(4).